Event description:
Information received regarding the explanted device notes that the patient presented to the doctor's office, sympto- matic due to pacemaker syndrome. The device was found to be in back-up mode.